Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call that they need help setting up the bolus amount. The customer's blood glucose was 40 to 56 mg/dl at the time of incident. The customer treated with food and declined to troubleshoot the low blood glucose. The customer indicated that they will go to the doctor to have their settings adjusted and was advised to call back if further assistance is necessary.